Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation of the leadless implantable pulse generator (ipg), the operator encountered difficulties at first and second deployment, such as dislodgement, poor sensing, high thresholds as well as that the device was more easily disengaged from the myocardium. The patient's myocardium was presumed as the possible cause of the issue. The leadless pacemaker system was removed from the body and a new leadless ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: micra d4: model #: mc1vr01-delsys / expiration date: 14-feb-2020 / serial#: (B)(4), UDI #: (B)(4), mfg date: 17-aug-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation of the leadless implantable pulse generator (ipg) the operator encountered the difficulties at first and second deployment, such as dislodgement, poor sensing, high thresholds as well as circumstance that the device was more easily disengaged from the myocardium. The patient myocardium was presumed as the possible cause of the issue. The leadless pacemaker system was removed from the body and inspected, delivery catheter appeared to have a kink, about 8 cm from the device cup. During the third deployment the same issue persisted. The ipg and delivery system were removed and a new leadless ipg was implanted. No patient complications have been reported as a result of this event.